Event description:
It was reported that the programmer exhibited an error message during a follow-up procedure. The programmer error would clear with a re-boot, but would occur again days later. It was also reported the programming head connection is intermittent. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable is damaged. (B)(4).